Event description:
Report 1 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "customer reporting two additional bactec 442021_3102605 contaminated with c.tropicalis. Additional instances of molecular false positives reported after speaking with customer for more information. Customer reports even testing a blank blood culture bottle and still receiving c. Tropicalis on biofire report. Bcid2 positive for candida tropicalis - patient sample. Aerobic bottle same set positive for strep species (possible anaerobe in anaerobic bottles)."

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 15-aug-2023. H.6 investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
Report 1 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "customer reporting two additional bactec (B)(4) contaminated with c.tropicalis. Additional instances of molecular false positives reported after speaking with customer for more information. Customer reports even testing a blank blood culture bottle and still receiving c. Tropicalis on biofire report. Bcid2 positive for candida tropicalis - patient sample. Aerobic bottle same set positive for strep species (possible anaerobe in anaerobic bottles)".

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: issue has been updated to reflect that of a molecular false positive. D9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was contamination of candida tropicalis in one bottle. No patient impact reported. The following information was provided by the initial reporter: "customer reporting two additional bactec 442021_3102605 contaminated with c.tropicalis. Additional instances of molecular false positives reported after speaking with customer for more information. Customer reports even testing a blank blood culture bottle and still receiving c. Tropicalis on biofire report. Bcid2 positive for candida tropicalis - patient sample. Aerobic bottle same set positive for strep species (possible anaerobe in anaerobic bottles)".